Event description:
The patient was reported to have passed away on (B)(6) 2012 from an unknown cause. It is unknown what the relationship is between vns therapy and the death. An attempt has been made to get additional information from the physician; however, it has been unsuccessful to date. Attempts have been made to get a copy of the patient's death certificate; however it is unknown if this will be released. A programming history review was performed and no anomalies were observed. No additional information has been provided.

Event description:
Information was received from the funeral home stating that they were unaware that the patient was implanted with the vns device and are therefore unable to return it as they do not have it.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012 and the patient's cause of death was potential sudep with other and unspecified convulsions and cardiac arrest, unspecified. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of possible sudep. There is no allegation or other information indicating that the death is related to vns.

Event description:
A copy of the patient's death certificate was received which indicated that the patient passed away from cardiac arrest and an "unspecified seizure disorder. Follow up attempts have been made with the physician for more information; however, they have been unsuccessful. Follow up has been performed with the funeral home to find the location of the device; however, it has been unsuccessful. No additional information has been provided.